Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A hole in the lower seal foil package was confirmed during visual inspection. The reported condition was verified. The cause was determined to be a manufacturing issue, due to failure in sealing system. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the package of a minicap was opened prior to patient handling. The minicap was not used. There was no patient involvement. No additional information is available.